Manufacturer narrative:
H6: code b20: the device was discarded at the treating facility and was therefore not available for analysis. H6: code a0101: the dissection was expected due to calcification and constriction in external iliac artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm and right iliac aneurysm. It was suggested that there was some resistance when inserting the 16fr dsf. After deployment of the stent grafts, angiography revealed a focal dissection in the left external iliac artery. The dissection disappeared after the bare stent and stent graft were placed. The patient tolerated the procedure. Th physician stated as follows. The dissection was expected due to calcification and constriction in eia. However, the relationship between dry seal and dissection, and when dissociation occurred are unknown.

Manufacturer narrative:
H.6. Type of investigation: code b22 updated to b14: analysis of production records. H.6. Investigation findings: code c21 updated to code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions: code d16 updated to code d1001: adverse event related to patient condition.